Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/lobectomy, the fifth firing stopped when resecting the bronchus. When the screen was checked, the screen was dark and as it was unclear what was displayed, there was no excessive force indicator. It was noted that the jaws root clamped without problem when checked by thoracoscope camera. A new reload was opened and the firing was completed. The extended surgery time was about 5 minutes. There was no patient injury.